Manufacturer narrative:
Date sent to the FDA: 05/05/2020. Additional h-6 method codes: 3331. A manufacturing record evaluation was performed for the finished device al8758 number, and no non-conformances were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the statement of quantity of patient events that occurred? How many patients procedures where this suture broke? Were these patient events reported in the past to ethicon? If yes, provide the pc reference numbers? If no, please add product complaints to capture each patient event the single complaint was reported with multiple events. There are no additional details regarding the additional events. Events were submitted 2210968-2020-00908, 2210968-2020-00909 and 2210968-2020-00911.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the suture was used. It was reported that the suture rupture/breakage occurred there were no patient consequences reported.